Event description:
Info received that the left and right siderail does not latch. No injury reported.

Manufacturer narrative:
Tech found the left and right siderail does not latch replaced the bushing space/screw and transfer stop on the right siderail replaced the latch screw and nut on left siderail these actions resolved these issues.